Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had critical pump error. The customer¿s blood glucose level was 114 mg/dl at the time of the incident. Customer reports there is fluid in the battery compartment. Customer states o-ring is not free of debris. The customer was advice the pump will need to be replaced. Advice to discontinue use of the pump and recommended customer refer to back up plan per health care professional instructions. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device received with critical pump error (open book) due to moisture damage at the electronic assembly and force sensor. Device received with cracked battery tube threads and cracked case corner of the belt clip rails near the battery compartment.